Manufacturer narrative:
Qn#(B)(4). The customer returned, one 4-lumen cvc for analysis. Signs of use in the form of biological material were observed inside the extension lines. Visual and microscopic examination of the catheter revealed no obvious damage to any of the extension lines or catheter body. The overall length of the catheter measured 221mm which is within the specification limits of 207-227mm per the catheter product drawing. The catheter outer diameter measured 2.92mm which is within the specification limits of 2.8 - 3.0mm per the catheter product drawing. The medial 2 extension line outer diameter measured 2.20mm, which is within the specification limits of 2.13mm-2.21mm per the medial 2 extension line extrusion product drawing. The medial 2 extension line inner diameter measured 1.4478mm, which is within the specification limits of 1.420mm-1.500mm per the medial 2 extension line extrusion product drawing. The catheter was functionally tested per the instructions for use (IFU) provided with this kit which instructs the user, "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s)." The catheter extension lines were able to flush as intended. The returned catheter was then tested per bs en iso 10555-1 section 4.7.1 (amrq-000071) which states that there shall be no liquid leakage in the form of one or more falling drops when pressurized to 300 kpa for 30 seconds. The catheter extension lines were individually connected to lab leak tester and pressurized to 300 kpa for 30 seconds. No leaks were observed from any region of the catheter. A manual tug test confirmed that all extension lines were secure within their respective luer hubs. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not secure , staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations." The customer report of an extension line leak could not be confirmed through investigation of the returned sample. The medial 2 extension line didn't exhibit any defects or damage. The catheter passed all relevant visual, dimensional, and functional requirements including leak testing performed per iso 10555-1. A device history record review revealed no relevant findings. Therefore, based on the customer report and the sample received, no problem was found with the returned device. Teleflex will continue to monitor and trend on reports of this nature.

Event description:
It was reported that the user attempted to aspirate blood from the medial 2 (blue) lumen after inserting the catheter. However, blood was not aspirated properly but the air was aspired. The user felt that the catheter seemed to have been broken. Therefore, he/she removed the catheter and replaced it with a new kit to complete the procedure. No injury to the patient occurred.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the user attempted to aspirate blood from the medial 2 (blue) lumen after inserting the catheter. However, blood was not aspirated properly but the air was aspired. The user felt that the catheter seemed to have been broken. Therefore, he/she removed the catheter and replaced it with a new kit to complete the procedure. No injury to the patient occurred.